Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited constant impedance measurements greater than 2000 ohms during a follow-up. As a result, a lead revision was performed. The lead was tested through the pacing system analyzer (psa) and the measurements remained greater than 2000 ohms. While attempting to explant the ra lead, the stylet could not be inserted into the lead. Therefore, the lead was surgically abandoned. A new ra lead was successfully implanted. No adverse patient effects were reported.